Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lad. The lesion was 90% stenosed, calcified and tortuous. The device was inspected prior to use with no issues noted. The lesion was pre-dilated and 70% stenosis remained post pre-dil. The device could not pass the lesion due to tortuosity. No resistance encountered. The procedure was not completed. There was no patient injury reported. When the device was returned to the manufacturing facility it was noted that the stent of the device was damaged. Device evaluation: the distal tip was flared. The hypotube was kinked. The 9th, 10th, 11th, 12th and 13th proximal segments were deformed with a number of struts raised. The 4th, 5th and 6th distal segments were slightly flattened. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risks of procedure (failure to deliver stent and stent deformation). Patients condition affected effectiveness of device (90% stenosed, calcified and tortuous). Deformation problem (stent). Conclusion results. Inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosed, calcified and tortuous.